Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts including the reagent crane tubing, wash collars, wash collar valves, reagent syringe t-valve and sample t-valve to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided. (B)(6).

Event description:
The customer reported receiving erroneous patient results for multiple chemistries including tbil ¿ total bilirubin, mg ¿ magnesium, uric ¿ uric acid, ast ¿ aspartate aminotransferase, ggt ¿ gamma glutamyl transferase, ld ¿ lactate dehydrogenase, and ck ¿ creatine kinase on the unicel dxc 800 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.